Event description:
The recipient reportedly is experiencing discomfort when using the device. The recipient has recently become a non-user. Revision surgery occurred on (B)(6) 2021. The recipient was reimplanted with another advanced bionics device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the top cover, as well as a severed electrode. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device activation reportedly went well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.